Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-16 further information provided noted the itb pump system (pump and catheter) was removed on (B)(6) 2016 (previously reported as (B)(6) 2016). A new itb system was not implanted. It was clarified that withdrawal was not highlighted (did not occur) in the original report. Clarification was requested regarding the reported explant dates and the previous referenced stimulator that was also removed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical product: product ID: 8781, lot# n559005005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient in (B)(6) who was receiving gabalon (unknown concentration) 153 mcg/day via an implantable pump. Dosing duration was (B)(6) 2015 through (B)(6) 2016 and was terminated. Indication for use was head injury. History was hydrencephalus, onset date: (B)(6) 2013 and chronic intractable pain onset date: (B)(6) 2009. The date of the event was (B)(6) 2016. It was reported the patient experienced purulent meningitis (B)(6) 2016. The patient had a purulent wound close to catheter positioning site in the back with continuous pyrexia. White blood cell count (wbc) was (B)(6), c reactive protein (crp) (B)(6). On the same day, skin debridement was performed. The patient still had pyrexia. Infection was not improved at post procedure. On (B)(6) 2016 examination of cerebrospinal fluid was conducted: cell population was (B)(6), polymorphonucleocytes was (B)(6) percent, and mononucleosis was (B)(6) percent. Inflammation influenced between abscesses and inside medullary cavity. Purulent meningitis was diagnosed and sepsis was suspected by examination of cerebrospinal fluid. The drug therapy was discontinued and the intrathecal baclofen pump system was explanted (B)(6) 2016. V-p shunt (cerebrospinal fluid stimulator) was explanted. On (B)(6) 2016 cerebrospinal fluid findings: cell population was (B)(6), mononucleosis was (B)(6) percent, polymorphonucleocytes was (B)(6) percent, wbc was (B)(6), crp was (B)(6). The patient had no pyrexia with stable vital signs. On (B)(6) 2016 the patient was recovered. Classification of severity was severe. Pump operability test, rotor test performed and catheter x-ray study were not performed. The causality of investigational drug, catheter, pump, programmer and surgical procedure was none. The attending physician's assessment was skin impaired healing on catheter insertion and positioning site and local infection influenced inside medullary cavity and it presented purulent meningitis. Early explanting the pump system and administering antibiotics sedated inflammation ((B)(6)) early. Patient general condition was improved and there was no after effect of disease observed. Since general condition of the patient needed nursing care with wheelchair, the physician considered that infection influenced the wound in the back. The attending physician did not consider that there was causality between the event and the drug, pump and the intrathecal baclofen therapy. Information was received from a healthcare provider who indicated that the initial daily dose of gabalon intrathecal ((B)(6)) was 50 mcg/day, and it began on (B)(6) 2015 and continued until an unknown date. The catheter and pump were implanted on (B)(6) 2015 and the catheter target location was c4. The daily dose of gabalon intrathecal ((B)(6)) was increased on (B)(6) 2015 to 70 mcg/day (simple continuous mode). On 12/16/2015, the dose was increased to 133 mcg/day (flex mode), and on 01/18/2016, the dose was increased to 153 mcg/day (flex mode). On (B)(6) 2016, a catheter was inserted into the back. An abscess was noted near the catheter placement site. The patient experienced meningitis on (B)(6) 2016 which required inpatient hospitalization. From the same date, intravenous vancomycin (vancomycin hydrochloride) 0.5 g twice daily was started. On (B)(6) 2016, the patient's spinal cord stimulation device was also removed and meropen (meropenem hydrate) 2 g was intravenously administered. On (B)(6)2016, the vancomycin was finished. It was further reported that the patient's medical history included the following: vascular shunt ((B)(6) 2013 - (B)(6) 2016), spinal nerve stimulator implantation ((B)(6) 2009 - (B)(6) 2016), alcohol use, physiotherapy, and occupational therapy. There were no concomitant medications. It was noted that the local infection spread to the cerebrospinal fluid space. Sequelae were not noted. Per the report, there was no overdose, withdrawal symptoms or resistance, however it was also reported that there was withdrawal.

Event description:
Additional information was received from a healthcare provider. It was confirmed that the purulence was found on (B)(6) 2016 and the itb pump system, stimulation device, andvp shunt were all explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.